Event description:
Report received from the USA stating the device "gets hot and rattles". The device was not being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. The motor had a damaged flex circuit and internal corrosion due to exposure to fluid. It was determined that the unit had been immersed causing internal damage to the motor and is indicative of improper cleaning of the equipment. If add'l info is received, a supplemental report will be sent. (B)(4).